Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint not confirmed. No problems found. No visual anomalies found. At the time of this evaluation, the ar-6420 tubing ((B)(4) only) was not available for evaluation.the returned ar-6475 was run with lab tubing set at varying pressures. Pump ran for an approximate 20 mins with no issues. It was reported that the patient had a swollen leg during surgery. The facility reported that the pump was showing a message that the pump was faulty and not working properly. The facility has not provided enough information to understand the pump message. The pump is designed to exhibit messages and alarms and to initiate controls that maintain patient safety when an operator or device problem is detected. The pump did notify the operator of an error and the procedure was stopped. The pump and tubing evaluations found that the system was working as designed and safety controls were initiated as designed. The surgery case was aborted but the cause cannot be determined with the information from the facility. Arthrex's attempts to receive the needed information from the facility have not been successful. Based on the information provided and the device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that patient had a swollen leg during surgery, cause was unknown. Pump was showing a message of faulty and not working properly. (Customer did not describe message.) Everything was checked before surgery and the pump was working then. Surgery was not completed successfully. No further information received.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The contribution of the device to the event as reported could not be determined as the device was not returned for evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that patient had a swollen leg during surgery, cause was unknown. Pump was showing a message of faulty and not working properly. Everything was checked before surgery and the pump was working then. Surgery was not completed successfully. No further information received.